Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their pump alarmed for low battery. The customer states they had received replacement battery cap, but the pump continues to alarm for low battery and will not turn on. No further information provided.